Event description:
The surgeon is planning to surgically revise the electrode placement of the pt's internal device. It was determined that the pt has an ossified cochlea and the electrode was not properly placed during initial surgery. The surgery has been scheduled.